Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately calcified unspecified vessel. A 2.25 mm x 15 mm emerge mr balloon catheter was selected to treat the target lesion. Upon first inflation, the balloon inflated into a dog bone shape and ruptured at rated burst pressure (rbp). The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the emerge catheter was received inside a carrier tube (hoop). Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).